Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Missing reservoir tube lip o-ring noted.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was broken at the reservoir compartment. Nothing further reported.